Event description:
The pt was a (B)(6) male, undergoing an l2-l5 decompression utilizing the baxano io-flex system for severe foraminal stenosis. The surgeon made multiple attempts to access the right l4/5 foramen with a baxano io-flex contra probe after multiple attempts with the baxano io-flex ipsi probe were unsuccessful. During one access attempt, the surgeon had difficulty retracting the catheter of the contra probe. The surgeon then encountered resistance while trying to remove the probe from the pt. More force was employed, resulting in the tip of the probe separating from the main catheter and remaining in the pt. Intraoperative fluoroscopy was used to image the tip, and the surgeon determined that the extraforaminal location of the tip did not present a detriment to the pt and elected not to retrieve it. The pt did well post-operatively with no sequelae.